Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer overestimated the amount of carbohydrates consumed, and delivered too large of a bolus. Customer declined troubleshooting with tandem technical support, and declined to provide additional information.